Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The lens of scope appeared spot. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that a pin on the pcb board inside the pve interface was corroded. And the image returned to normal after cleaning. Based on the result, we concluded, that it was caused, due to water vapor might be brought into the pve interface, during the leak test, which caused corrosion. Correction information: h6: coding changed, based on the investigation result.